Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer's representative (rep) wherein the patient receives compounded baclofen at a concentration of 2000mcg/ml and a dosage of 515mcg/day, and dilaudid-hydromorphone at an unknown concentration and dosage via an implantable infusion pump. It was reported that the patient's pump was refilled (B)(6) 2025. The patient reported a significant increase in spasticity on (B)(6) 2025, and then reported somnolence all day on (B)(6) 2025. The patient was admitted to the emergency room (ER) and was hospitalized and under a healthcare professional's (hcp) care at the time of the report. No environmental factors were determined, and no troubleshooting or diagnostics were performed. The issue was not resolved at the time of the report.